Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during reprogramming, the patient received partial coverage. Reportedly, x-rays confirmed the lead migrated out of the epidural space. Surgical intervention is pending as the next course of action.

Event description:
It was reported that the patient underwent a lead revision on (B)(6) 2018 wherein the existing lead was repositioned. Stimulation was reportedly restored postoperatively.